Manufacturer narrative:
Concomitant medical products: product ID: l311, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post-device change, it was noticed incision was opening. A hematoma evacuation was carried out, the incision was restitched and the patient was placed on clindamycin. A few days later, noticed incision opening again. The ra and rv leads were explanted and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.